Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and there was visible contamination by the l bracket pole clamp. A review of the event history log identified battery communication timeout. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was unable to be determined replaced the interconnect board and battery. Uploaded software and configured. Power up process and device passed self test.

Event description:
It was reported that the pump needs an interconnect board. No patient injury or involvement was reported.